Event description:
Unknown how event occurred. Patient returned from surgical procedure with co2 monitoring nasal cannula in place. At some point after patient returned to nursing unit, the "monitoring side" of the cannula tubing was attached to a running IV. The cannula tubing has a luer lock end to it that is compatible with standard IV supplies. Blood ran up the cannula tubing from the IV. No harm to patient. Would recommend that all tubing not intended to be used with IV, not have a luer type attachment system to prevent these issues.